Event description:
It was reported that during implant, the lead was suspected of an insulation buckle. The lead was not implanted. A new lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. However, the inner insulation was kinked/buckled and blood was present in/on the helix/lobe mechanism. Visual analysis revealed that the lead appeared damage at implant.